Event description:
A nurse reported that the drain bag on the cassette burst during case. There was no patient impact, but the case lasted longer than 1.5 hours. The cassette was not saved for evaluation. Additional information has been requested.

Manufacturer narrative:
Product was not saved for investigation and root cause analysis. The customer was counselled on the importance of retaining complaint samples. The tech service rep recommended the customer have an in-service review with the local company rep.